Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, during the preparing, open the package, the swg was found kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one, opened cvc kit for analysis. No obvious signs of use were observed. The guide wire assembly was not included in the returned components. Therefore, a full visual analysis could not be performed on the guide wire to verify the customer report. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked guide wire prior to use cannot be confirmed as the guide wire was not returned for analysis. A device history record review was performed, and no relevant findings were identified. As a complete sample was not returned for investigation, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " on (B)(6) 2025, during the preparing, open the package, the swg was found kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".